Event description:
It was reported that the surgeon revised a primary triathlon to a triathlon ts. Reason for revision was implant malpostition and flexion extension mismatch.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was not confirmed. Visual inspection: there is evidence of bone inter-digitation in the bone cement that remains on the baseplate component. There are marks and scratches on the baseplate component that is consistent with devices that have been in vivo and subsequently explanted. There is nothing remarkable of note in relation to this event on the returned baseplate. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no similar reported events for the lot referenced. Conclusions: it was not possible to confirm the reported malposition and the exact cause of the event could not be determined because no medical records were received. Further information such as detailed operative notes, x-rays and medical notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that the surgeon revised a primary triathlon to a triathlon ts. Reason for revision was implant malposition and flexion extension mismatch.